Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was unknown at the time of hospitalization and current blood glucose level was 327 mg/dl. The customer was treated with insulin drip. Customer stated that she was feeling like she was going to passed out. The insulin pump will not be returned for analysis. Frn res unkn. Unomed infst.